Event description:
A caller reported a malfunction with their pump, which showed a malfunction code labeled as malf 0. There was no adverse impact to the customer¿s blood glucose level, staying within normal range. Technical support provided instructions to reset the pump, assisted the caller in performing the reset, and confirmed that the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if any issues reappear.